Manufacturer narrative:
The patient presented in the cath lab with stemi. A femoral approach was used. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A cougar guide wire was used during a procedure to treat a severely tortuous, non calcified lesion exhibiting 100% stenosis in the distal right coronary artery (rca). There was no damage noted to the packaging. There was no issues removing the device from the packaging per IFU. The device was inspected with no issues noted. The wire tip was formed by the physician. The lesion was pre dilated. The device did not pass through a previously deployed stent. Resistance was not encountered. Excessive force was not used during delivery. It was reported that the patient was stemi and the physician felt the wire wasn't steering well and when the device was removed the wire was unraveled. The patient is alive with no injury.

Manufacturer narrative:
Product analysis #249616533:one still image was received for analysis. The image shows the coil stretched and unraveled from the distal end. From the image provided, it cannot be confirmed whether there is any other deformation to the wire. Product analysis #250958322: one device returned coiled up in plastic bag in opened inner pouch. Lot# g19a04564 on pouch. One 0.014¿ guidewire was received. Visual inspection of this wire revealed the returned wire was not a cougar device. The wire had positioning markers, which are not characteristic of the cougar guidewire. Several joints which are characteristic of the cougar guidewire were not present on the returned wire. This was confirmed by sme's of the cougar guidewire. A thorough analysis will not be carried out on this device as it a non-medtronic product. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.